Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had a impella cp placed to support a patient who had been admitted in with st-segment elevation myocardial infarction and arresting with biventricular failure. The pump was placed but the team did not remove/peel away the introducer nor tighten the tuohy borst. This allowed the pump to have positional issues and hemolysis occurred. The hemolysis was observed with labs hemolyzing. The patient expired when care was withdrawn after over 27 hours of support. Additional information was received. The physician believes that the position was ok and that the hemolysis was likely related to the high performance they were running the impella during a period of high after load. Eventually, the hemolysis resolved and it was not at all a factor for pump removal.

Manufacturer narrative:
H.6 medical device problem code was added. The investigation was completed. The pump was not returned for investigation. Data logs were not provided or could not be retrieved from the remote server. Mechanical interaction with blood/hemolysis: as per the clinical details, the patient experienced high afterload during hemolysis event, which was managed by adjusting the impella flow and monitoring plasma-free hemoglobin levels. The cause of the hemolysis issue was most likely related to the patient condition related, based on the provided clinical details. Device in wrong position: the cause of the positioning issue was most likely determined to be unintentional user movement during pump use. The device history review was completed and the pump passed all post sterile inspection checks.

Manufacturer narrative:
This report is being submitted to correct a duplicate MDR. It has been determined that MDR and MDR 1220648-2025-46332 report the same event. This report is being closed as a duplicate of the initial, valid report (1220648-2025-46332).